Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 34-year-old female patient who had essure (batch no. 678815,20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, vaginal cyst excision, enterolysis, menometrorrhagia and endometrioma. Current weight 225 lbs. Concurrent conditions included vaginal itching, frequency urinary, dysfunctional uterine bleeding, umbilical hernia, uterine leiomyoma, stress urinary incontinence and haemorrhagic ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmine), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"), 6 months 25 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, metrorrhagia and vaginal discharge had resolved and the vaginal infection, depression, anxiety and stress urinary incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, metrorrhagia, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates- (B)(6) 2010 . She received treatment for events pelvic pain, abdominal pain, metrorrhagia (bleeding between periods), bladder/urinary problems: uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:uti ,pelvic pain lot number:20205263 manufacture date: 2009-08 expiration date:2012-08 , lot number:678815 manufacture date: 2009-10 expiration date:2012-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received: new events added: stress urinary incontinence. Reporter information were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 34-year-old female patient who had essure (batch no. 678815, 20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, vaginal cyst excision, enterolysis, menometrorrhagia and endometrioma. Concurrent conditions included vaginal itching, frequency urinary, dysfunctional uterine bleeding, umbilical hernia, uterine leiomyoma, stress urinary incontinence and haemorrhagic ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmine), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:uti ,pelvic pain lot number:20205263 manufacture date: 2009-08 expiration date:2012-08. Lot number:678815 manufacture date: 2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 34-year-old female patient who had essure (batch no. 678815,20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, vaginal cyst excision, enterolysis, menometrorrhagia and endometrioma. Concurrent conditions included vaginal itching, frequency urinary, dysfunctional uterine bleeding, umbilical hernia, uterine leiomyoma, stress urinary incontinence and haemorrhagic ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmine), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"), 6 months 25 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain, metrorrhagia and vaginal discharge had resolved and the vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates- on (B)(6) 2010 and on (B)(6) 2010. She received treatment for events pelvic pain, abdominal pain, metrorrhagia (bleeding between periods), bladder/urinary problems: uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:uti, pelvic pain. Lot number:20205263, manufacture date: 2009-08, expiration date:2012-08. Lot number:678815, manufacture date: 2009-10, expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received-essure insertion date added. Added events-abdominal pain, metrorrhagia (bleeding between periods), vaginal discharge. Outcome of event pelvic pain and uti was updated to recovered, updated verbatim to mental anguish/ psych injury. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 34-year-old female patient who had essure (batch no. 678815,20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, vaginal cyst excision, enterolysis, menometrorrhagia and endometrioma. Current weight 225 lbs. Concurrent conditions included vaginal itching, frequency urinary, dysfunctional uterine bleeding, umbilical hernia, uterine leiomyoma, stress urinary incontinence and haemorrhagic ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmine), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"), 6 months 25 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, abdominal pain, metrorrhagia, vaginal discharge and stress urinary incontinence had resolved and the depression, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, depression, menorrhagia, metrorrhagia, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. She received treatment for events pelvic pain, abdominal pain, metrorrhagia (bleeding between periods), bladder/urinary problems: uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:uti ,pelvic pain lot number:20205263, manufacture date: 2009-08, expiration date:2012-08. Lot number:678815 ,manufacture date: 2009-10, expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for vaginal infection, urinary problems, bleeding added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 678815,20205263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included threatened abortion, vaginal cyst excision, enterolysis, menometrorrhagia and endometrioma. Concurrent conditions included vaginal itching, frequency urinary, dysfunctional uterine bleeding, umbilical hernia, uterine leiomyoma, stress urinary incontinence and haemorrhagic ovarian cyst. Concomitant products included drospirenone;ethinylestradiol (yasmine), nsaids and paracetamol (acetaminophen). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in essure insertion dates- (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uti, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. And expiration date were added. New events:abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal , uti, psychological or psychiatric problems condition: depression ,mental anguish,were added. Event verbatim were added:physical pain/pelvic pain. Medical history , concomitant drug were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.